Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 350 to the 400s mg/dl. To address the bg level, the customer would clear the alarm and deliver a bolus via the pump or the pump supplies would be changed prior to a bolus. The customer had been using humalog in the cartridge for 3 days and then changed to 2 days and still received an occlusion alarm. The customer was to continue to use the pump to manage diabetes while waiting for a replacement pump.

Manufacturer narrative:
The investigation has been completed and the reported occlusion was verified in the logs. No device issue related to the occlusion was found. Device investigation identified a different issue.